Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a low blood glucose of 44 mg/dl. Customer's husband stated the wife had been fasting, causing the decline in their blood glucose. The customer was able to increase their blood glucose with candy. No additional information provided.